Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The fast scan cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image went black on the 9800 system during a spinoplasty case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.